Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one chornoflex catheter and one flushing connector were returned for evaluation. The flushing connector was attached to the proximal end of the catheter. A complete circumferential break was noted at the distal end of the catheter segment; the distal catheter segment was not returned. Blood was noted throughout. One electronic photo was reviewed . The photo shows a catheter with blood and residue noted. The winged flushing connector set is also inserted into one end of the catheter. The catheter is being held by a person wearing latex gloves. Therefore, the investigation is confirmed for the alleged catheter break as the break surface was uneven and did not appear to have been cut. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 01/2024),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported during a port implantation, the catheter allegedly broke. It was further reported that the distal end of the catheter is displaced towards the superior vena cava / atrium. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, photos have been provided. The investigation of the reported event is currently underway. (Expiration date: 01/2024).

Event description:
It was reported during a port implantation, the catheter allegedly broke. It was further reported that the distal end of the catheter is displaced towards the superior vena cava/atrium. The procedure was completed using another device. There was no reported patient injury.